Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR:  the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage at multiple locations along the length of the stent. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the catheter length. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-may-2016. It was reported that crossing difficulties were encountered. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left main (lm) to left anterior descending (lad) artery. Predilation was performed with a 2.0-15 non-bsc balloon catheter. Three bsc stents, 2.50-38mm, 2.75-20mm, 3.5-24mm, were deployed. A 28x4.00mm promus premier&#10244;rug-eluting stent was advanced to treat the lesion but failed to cross the 3.5x22mm stent due to the longitudinal deformation in the proximal part of the 3.5x22mm stent. The procedure was completed with a 3.5x12mm stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.